Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2022 and presented with possible paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: a4, b5, d1, d4, and e1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bilateral lower abdomen and flanks on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 using a curve 240 and curve 150 applicators and presented with possible paradoxical hyperplasia (pah/ph) to the lower abdomen.

Manufacturer narrative:
Corrected data: b5 (diagnosed areas).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bilateral lower abdomen and flanks on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 using a curve 240 and curve 150 applicators and presented with possible paradoxical hyperplasia (pah/ph) to the lower abdomen and flanks.

Manufacturer narrative:
Corrected data: d1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bilateral lower abdomen and flanks on (B)(6) 2022 using a curve 240 and curve 150 applicators and presented with possible paradoxical hyperplasia (pah/ph) to the lower abdomen and flanks.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and bilateral flanks on (B)(6) 2022 using the cooladvantage elite curve 240 and curve 150 system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Corrected / changed data: b3 g1 h6. Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 6/2/2023. Clarification to b3 partial date of event: "8 months" post treatment was provided.